Event description:
A report was received that the patient will undergo a revision due to inability to link with multiple remote controls.

Event description:
A report was received that the patient will undergo a revision due to inability to link with multiple remote controls.

Event description:
A report was received that the patient will undergo a revision due to inability to link with multiple remote controls.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-1110-02, serial: (B)(4), description:precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. Ipg sc-1110-02/sn(B)(4) was explanted. Ipg sc-1110-02/sn(B)(4) was not explanted or revised. The patient is reportedly doing well after the procedure. The complaint was not confirmed. The device was able to link with a test remote control and passed the 18-inch range test. The antenna coil in the ipg header was verified to be in good condition. The device passed all the functional tests and exhibited normal device characteristics.

Manufacturer narrative:
Correction to follow up #1 MDR: additional information was received that the ipg was tilted in the pocket.